Event description:
The company was informed that in (B)(6) of 2012 the pt had swelling over the implant site. The pt ws treated with rifocin, however within a week the internal magnet had extruded. The pt's wound is now healed and the pt's device remains implanted. Advanced bionics is in the process of gathering more info. Once further info is received a supplemental report will be submitted.